Manufacturer narrative:
Unable to verify if insulin pump was not received stuck in manufacturing mode due to display anomaly. Unit was received with partial display missing segments due to severely cracked bleeding lcd glass. Unable to performed displacement and self-test due to display anomaly noted. Unit was received with cracked retainer, minor scratched display window, cracked keypad overlay at select button, keypad overlay texture damage and scratched case.

Manufacturer narrative:
(B)(4).. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump received partial display. The customer¿s blood glucose level was 164 mg/dl. The insulin pump will not be returned for analysis.